Event description:
The core universale drive was returned for service. Upon evaluation at the MFR, it was found to run in safety mode. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered in the trigger and damaged internal components were found including the motor and bearings.